Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. Reportedly, the battery cap was unable to secure on to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked. The returned battery cap had stripped threads. The power issue was duplicated with the battery cap. The returned battery cap was difficult to remove from the pump. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time.